Event description:
Procedure: laparoscopically assisted cholecystectomy. Reportedly, the balloon deflated and the trocar would not remain stabilized. Part of the balloon layer fell into the pt cavity. The piece was retrieved. No pt injury reported.